Event description:
First responders from a riverboat crew responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and the analyze button pressed. The device advised and the operator delivered a countershock. Subsequent analysis advised no shocks. According to the rptr, the device intermittently alarmed motion detected during analysis and delayed analysis of the patient's rhythm. The rptr stated the patient's death was not caused or contributed to by the alleged device malfunction because of the pt's lack of viability.